Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. Device received with cracked case display window corner and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call rewind anomaly on the insulin pump. Troubleshooting was not performed. Customer advised the rewind was louder than normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.